Manufacturer narrative:
Report number 1020279-2016-00047 was filed in error. The occurrence date and incident aware date has been updated to (B)(6) 2016.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision was performed to replace an insert.